Manufacturer narrative:
(B)(4).

Event description:
The customer reports the metallic guide is bent and this makes it difficult to perform the procedure. The issue was resolved by using another device.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing an arterial catheter and guide wire. Visual examination of the guide wire revealed two main kinks in the body. The coils were slightly offset. No defects or anomalies were found with the catheter. The guide wire contained two kinks 177 and 181 mm from the distal end. The length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned catheter with significant resistance reached at the kink. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the metallic guide is bent and this makes it difficult to perform the procedure. The issue was resolved by using another device.